Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that following a successful cryo ablation procedure, the physician began to use radiofrequency (rf) to complete the superior line, inferior line, and cavotricuspid isthmus (cti) line. It was reported the patient began to have alveolar hemorrhagingin the upper lobe of the right lung and the bleeding worsened while the patient was in recovery. Diagnostic interventions, including x-ray, bronchoscopy, and computerized tomography (CT) scans confirmed the alveolar hemorrhage. The patient was admitted for hospitalization. There has since been improvement in the patient; however, it was noted that more blood clots had been observed while the patient was coughing. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the data files were returned and analyzed. The files were analyzed using the console cdm software per the applicable field service manual. The files showed 23 applications were performed using a non-returned balloon catheter on the date of the event with 14 ablation phase for a duration of 2 minutes. The files also showed system notice 50003 "the pressure is low in the system" during the ablation phase on the application #1. The system notice 50003 has been confirmed through data analysis. In conclusion, the reported clinical issues, alveolar hemorrhage and hemoptysis, occurred during the procedure. There is no indication of a relationship of the adverse event to the performance or a malfunction of the product. In conclusion the physical product was not returned for analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.